Event description:
The account generated a cd1700 hemoglobin result on a specimen that generated a 0.6 g/dl higher hemoglobin at a hospital laboratory. The patient generated a cd1700 hemoglobin=8.8 g/dl at the account. The specimen was sent to a hospital laboratory and generated a hemoglobin=9.4 g/dl (methodology unknown). The patient was not treated on either hemoglobin result. No impact to patient management was reported.

Manufacturer narrative:
The account faxed quality control (qc) files for the cd1700 analyzer and test results on the patient for both instruments. The qc files show recovery is in range. The abbott customer technical advocate discussed that differences in results between two instruments may be expected if the instruments are not calibrated to one another. The cell-dyn 1700 system operator's manual, 03h58-01, rev d states on pages 4-20, regarding mode to mode bias that the instrument can be calibrated to agree with reference values within the allowable calibration range. Mode to mode calibration may be necessary to compensate for differences between modes such as aspiration pathways, operational sequences. A similar situation exists when comparing stand alone instruments where similar differences are present. A review of the instrument complaint history found no similar issues. A review of trending and tracking did not indicate any adverse trends for the issue of discrepant results for the cd1700, list 03h57-01. End of report.